Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (gd876490, gd877290, gd878843), with no issues noted during the manufacturing process. The root cause of the peritonitis cannot be determined because no sample is available and there is no indication or report of a product failure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis and fatal myocardial infarction in a (B)(6) male patient coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2008, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the reporting consumer stated that on an unreported date in 2010, the patient experienced peritonitis and was hospitalized at that time. In (B)(6) 2010, the patient was hospitalized due to the peritonitis. It was unknown whether a peritoneal effluent culture was performed. On (B)(6) 2010, while in the hospital, the patient experienced a myocardial infarction and died. The cause of death was unknown. Treatment information was not provided prior to death. It was not reported whether an autopsy was performed. Dianeal therapy was ongoing at the time of the patient's death. It was not reported whether the renal poisoning (peritonitis), respiratory failure, and myocardial infarction resolved prior to death as the nurse did not confirm the events. According to the nurse, the events of peritonitis and fatal myocardial infarction were not related to dianeal pd4 ultrabag therapy. A causal relationship was not reported for the events of peritonitis and myocardial infarction with regards to dianeal pd4 ultrabag therapy.